Event description:
An orsiro drug-eluting stent system was chosen for treatment of a calcified lesion in a distal lad. The device could not pass the lesion. During withdrawal the stent got stuck in the calcification and dislodged. The stent remained in patient and was adapted to the vessel wall.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause of the reported event. Review of the manufacturing history of the product detailed above did not reveal any non-conformity. During the final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing-related root cause was determined. The final root cause is most likely related to the patient's anatomy.